Event description:
It was reported that the patient with this implantable pacemaker device experienced mitral valve regurgitation which confirmed via echo. Physician wanted to have this device featured off. As of this time, this device remains in service. No adverse patient effects were reported.